Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the aneurysm prematurely detached as it was halfway in the aneurysm and microcatheter. The coil was removed inside the catheter and the patient was treated with additional coils. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The axium coil was returned for evaluation without the introducer sheath and with the implant coil already detached. The pushwire was found to be bent at approximately 41.0cm, 42.0cm, and 57.50cm from the proximal end. The implant coil was examined and found to be damaged and had lost its original shape. The pushwire and the implant coil were returned for evaluation already detached. It is possible that bent pushwire may have contributed to the reported event; however, the cause for the bend in the pushwire could not be determined. All parts of the pushwire that could affect the detachment were found to be within specification. All products are 100% inspected for damages and irregularities during manufacture. The axium coil instructions for use (IFU) issues the following warning: "a kinked pusher may lead to pre-mature detachment." (B)(4).